Manufacturer narrative:
(B)(4). (B)(6). Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown transfer set leaked (no further details provided). It was not reported if the leak occurred during use of peritoneal dialysis therapy. It is unknown if there was patient involvement, patient injury, or medical intervention for this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.